Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) atrial and ventricular sensing would not detect intermittently. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the reported sensing issues. The epg passed all incoming tests. Analysis noted that the hanger was broken, the hanger o-ring was missing, the hanger screw was missing, and two case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.